Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "medication ds-1062a. Infusion ordered to be 90min/122ml that includes 25ml flush. Infusion started at 1103. Bag was not empty (drug still in chamber) until 1239 (96min)/ 126.4ml. Adding the flush, infusion ended at 1259 (116min), total volume 151.3ml." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.